Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the battery was not holding charge. Analysis found that the reported event was related to a electrical issue. The hardware was replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No further issues were reported.

Event description:
Medtronic received information regarding an imaging device event having occurred outside of procedure. It was reported that the uninterruptible power supply (ups) was clicking and the mobile view station (mvs) was not powering up. No patient present.